Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous catheter myocardial ablation procedure to treat premature ventricular contractions, an intellanav mifi open-irrigated ablation catheter was selected for use. The irrigation port of the catheter was damaged while being used intracardially. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Analysis of returned product revealed that the device has the irrigation tubing completely detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observation of tubing set - damaged/defective.

Event description:
It was reported that during a percutaneous catheter myocardial ablation procedure to treat premature ventricular contractions, an intellanav mifi open-irrigated ablation catheter was selected for use. The irrigation port of the catheter was damaged while being used intracardially. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.